Manufacturer narrative:
UDI #: (B)(4). The territory manager (tm) on customer site. The system was rebooted and it was used for surgery the remainder of the day with no additional errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that safe state error /error 2012 (instrument host timeout error) occurred following a prime/tune on the whitestar signature system. The customer restarted the unit and got back. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.